Event description:
The patient rec'd two leads with the same lot number. It was reported the patient is experiencing intermittent stimulation. F/u revealed impedances are within normal limits. Reprogramming was performed and new programs given on (B)(6) 2014; however the issue reoccurred on (B)(6) 2014. Stimulation has been turned off and x-rays were ordered. The patient will f/u with her physician at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.